Event description:
It was reported that restenosis and myocardial infarction occurred. On (B)(6) 2020, the obtuse marginal (om) was treated with a 3.00 mm x 16 mm promus elite drug eluting stent and the distal left circumflex artery (lcx) was treated with an unspecified drug eluting stent. On (B)(6) 2023, the subject presented with chest pain and was hospitalized for further evaluation and treatment. At the time of the event, the subject was on aspirin and clopidogrel. On the same day, an electrocardiogram (ECG) revealed sinus rhythm with first degree av block, st elevation and t-wave abnormality. Cardiac enzymes were noted to be elevated and the subject was diagnosed with non-st elevation myocardial infarction. Cardiac catheterization revealed 99% in-stent restenosis in the saphenous vein grafts (svg) to om which was treated with pre-dilation using a 3.25mm x 20 mm nc balloon and implantation of a 3.50 mm x 28 mm synergy stent. Following post-dilation using a 3.5 mm x 15 mm balloon, there was timi flow 3 with no dissection or perforation. On the same day, the event was considered to be resolved. The subject was discharged on aspirin and clopidogrel.

Manufacturer narrative:
B3 date of event corrected.

Event description:
It was reported that restenosis and myocardial infarction occurred. On (B)(6) 2020, the obtuse marginal (om) was treated with a 3.00 mm x 16 mm promus elite drug eluting stent and the distal left circumflex artery (lcx) was treated with an unspecified drug eluting stent. On (B)(6) 2023, the subject presented with chest pain and was hospitalized for further evaluation and treatment. At the time of the event, the subject was on aspirin and clopidogrel. On the same day, an electrocardiogram (ECG) revealed sinus rhythm with first degree av block, st elevation and t-wave abnormality. Cardiac enzymes were noted to be elevated and the subject was diagnosed with non-st elevation myocardial infarction. Cardiac catheterization revealed 99% in-stent restenosis in the saphenous vein grafts (svg) to om which was treated with pre-dilation using a 3.25mm x 20 mm nc balloon and implantation of a 3.50 mm x 28 mm synergy stent. Following post-dilation using a 3.5 mm x 15 mm balloon, there was timi flow 3 with no dissection or perforation. On the same day, the event was considered to be resolved. The subject was discharged on aspirin and clopidogrel. It was further reported that on (B)(6) 2023, rather than on (B)(6) 2023, the subject presented to the emergency department with complaints of acute chest pain, shortness of breath, dyspnea on exertion and slight diaphoresis at home, which was not relieved after having 4 s/l nitroglycerin tablets. The subject was recommended to continue nitroglycerine and to start on heparin. The next day, the subject was transferred to the cardiology department and was hospitalized for further evaluation. On (B)(6) 2023, the subject was diagnosed with type I, non-st myocardial infarction. A 2.5 x 12mm nc balloon was introduced for pre-dilation but was unable to pass the timi 2 flow lsr svg to om lesion with vessel diameter of 3.5mm. The synergy stent was implanted in the ostial svg. Following post-dilation there was 0% residual stenosis. It was recommended to discontinue heparin and nitroglycerin drip. On (B)(6) 2023, the subject visited for a follow up and denied chest pain, but the subject was very limited due to dyspnea on exertion. The subject was compliant with all the current medications.